Event description:
A medline custom pack was sent to clinical engineering due to contamination. Foreign material was found under the sterile wrapper. This was discovered during set up, prior to the start of the procedure. The sterile field was not contaminated and the procedure was completed as planned. The device was picked up by the field representative. Per site reporter: medline is investigating the assembly process and individual product manufacturing for custom packs, as there have been several cases of contamination.